Event description:
It was reported that the driver tip broke off during insertion of the bone screw. The tip of the driver was not retrieved from the patient. No additional complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with some evidence of circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.